Manufacturer narrative:
A device history record (DHR) could not be conducted at the time of this report a follow MDR will follow with the information the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an atec procedure, the suction was not functioning correctly and an error was shown in the console. Patient had to be taken to another room and the procedure was completed successfully with a second device but a second incision was required. No injury to the patient reported and no medical intervention required.